Event description:
On (B)(6) 2012, at the (B)(6) the customer reported that while using a cardiohelp (article number 70104.8012; serial number (B)(4)) on a patient, after adjusting the target set points for svo2 and saving them, then placing the venous probe on the handle to initialize the probe, then placing the probe on the tubing the cardiohelp displayed dashes for the svo2 reading. The hospital staff then took a probe off of another cardiohelp and performed the initialization process again, and again saw dashes displayed for svo2. The staff then adjusted the hemoglobin (hb) low end value to 5.0 and the hematocrit (hct) low end value to 15.0, then reinitialized the probe. When placed on the tubing the hb value matched the last laboratory blood test, while the svo2 value read 69.7% for 3 or 4 seconds, then became dashes again. (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).